Event description:
This report was received from global pharmacovigilance (gpv) and is clinical report of an observational study from a physician in the netherlands of bacterial peritonitis in a subject coincident with extraneal, physioneal 40 1.36% and 2.27%, and nutrineal therapies for continuous ambulatory peritoneal dialysis (capd). The action taken with extraneal, physioneal, and nutrineal was not reported. On (B)(6) 2010, the subject experienced bacterial peritonitis manifested by abdominal pain (did not include pain on infusion). The primary contributing factor to the event was unknown. On (B)(6) 2010, empiric treatment with ip cephalothin and oral cefalexin was started. On (B)(6) 2010, treatment with cephalothin ended. On (B)(6) 2010, the event was manifested by diarrhea. On (B)(6) 2010, treatment with ciprofloxacin and gentamicin was started and treatment with cefalexin ended. That same day, the abdominal pain and diarrhea resolved. On (B)(6) 2010, treatment with gentamicin ended. On (B)(6) 2010, treatment with ciprofloxacin ended. The subject recovered (unreported date). Study title: (B)(4). Study sponsor: baxter. The date of onset of this peritonitis episode is unknown

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified. No assignable cause was determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.